Manufacturer narrative:
Analysis found that it was not possible to change date and time, the cpu pcba must be replaced. Current software is the most recent version. Cpu pcb failure. The cpu pcba has been replaced. The nerve monitoring device has been successfully tested according to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that a nerve monitoring device was not working properly. There was no patient impact.